Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted that the steerable guide catheter (sgc) difficult to position. One clip was implanted. To further reduce mr, an xtr clip was inserted, but after several capturing attempts, tissue damage was observed on the leaflets. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported positioning failure associated with leaflet capturing could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure associated with leaflet capturing could not be determined. The reported tissue injury appears to be due to multiple capturing attempts. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted that the steerable guide catheter (sgc) difficult to position. One clip was implanted. To further reduce mr, an xtr clip was inserted, but after several capturing attempts, tissue damage was observed on the leaflets. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure.